Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay-user/patient¿s daughter contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2022. The reporter claimed the patient obtained an inaccurate high result of ¿380 mg/dl¿ with the subject meter. During the call, the reporter informed the cca that the patient does not normally take any medication to manage their diabetes. The reporter stated that the patient had not used insulin for over 1 year; however, they took 25 units of insulin in response to the elevated result and 4 more units at night when their blood glucose still did not go down. The reporter claimed that the patient went to sleep and the following morning they found the patient in a "coma". The patient was taken to the emergency room (ER) by ambulance and on arrival at ER, their blood glucose measured ¿12 mg/dl¿ on the hospital meter. The reporter claimed the patient was given glucose and was discharged from hospital the following day. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips were stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter.